Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "compressor failure -1001" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer?s report was observed at zoll medical corporation. However, during disassembly of the device to determine root cause, the technician observed water ingress. The device was not repairable and scrapped. Analysis of reports of this type has not identified an increase in trend.